Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was liquid inside the battery compartment. Customer's blood glucose was unknown. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with traces of moisture noted at the printed circuit board and slightly corroded battery tube. The insulin pump failed leak test and unit failed on the back of the case at the battery tube threads. However, all of the buttons are responding properly; no button keypad anomalies or stuck button alarms noted. The insulin pump had cracked and scratched keypad overlay and minor scratched lcd window and case.